Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The third mitraclip referenced filed under a separate medwatch report.

Event description:
This is filed to report the first mitraclip that resulted in a single leaflet device attachment (slda). It was reported that a patient presented with grade 3-4 mixed mitral regurgitation (mr) and calcification at the tip of the anterior leaflet. During a mitraclip procedure, an xtw ((B)(4)) was the first implanted clip. A second clip was advanced in the patient and placed medial to the xtw, to further reduce the mr. During second clip implantation, a single leaflet device attachment (slda) occurred with the first xtw clip. The anterior mitral leaflet (aml) was detached. The second clip was then placed medial to stabilize the slda. A third clip, an xt (21130r1065), was implanted medial to the second clip to further stabilize the first clip. During deployment of the xt, there was resistance as the clip delivery system (cds) was attempted to be detached. Both of the gripper lines were not detaching from the clip. After troubleshooting, the gripper lines were exposed, and one was stuck to the xt. As a fourth clip was being prepared, the xt was stabilized with an introducer and the gripper line was pulled. The free end of the torn gripper line was found in the left atrium. A fourth clip was placed medial to the three implanted clips for further stabilization. The mr was reduced to grade 1. There was no clinically significant delay or adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported incomplete coaptation (slda) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.